Manufacturer narrative:
The technician found the latch plate was bent, preventing the siderail from latching. He replaced the latch plate to repair the bed.

Event description:
Info received indicates the left foot siderail will not latch.